Event description:
The pt was a female. The target vessel for placing the trapease was the inferior vena cava. The trapease (complaint product) was placed in the pt without any problem. Soon after, the pt returned to his hospital room and complained of abdominal pain. Angiography revealed hemorrhage around the vessel filter and the retropetritoneum. The physician commented that penetration/perforation had occurred after filter placement and most likely caused the hemorrhage. Currently the bleeding is stopped and the pt is in stable condition.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.